Manufacturer narrative:
One 831f75 catheter without the packaging, syringe or pressure monitoring device was received for evaluation. Report of "the pressure reading was inaccurate" was not confirmed. The thermistor was found to read 37.2 c when submerged into a 37.1 c water bath. The thermistor was continuous, there were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter body was free of kinks or indentations.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that when connected to the transducer the pressure reading was inaccurate even after attempting to zero multiple times. No wave form was noted when placed in the ij. Baseline pressure reading was in the 30's. Even when transducer, cables, and modules were exchanged the catheter was inaccurate. A new catheter fixed the problem with the same electrical set up. No patient complications were reported.